Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the first week routine follow up the right atrial (ra) lead impedance was found to be over 2000 ohms which is considered out of range. This lead during the initial implant was measure several times since the impedance was out of range, loose pin was suspected but not confirmed. After the lead was repositioned the impedance stabilized and the physician decide to keep the lead an complete the procedure. This lead remains in service and the device was reprogramed. The patient was discharged and there were no adverse patient effect reported.